Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was reviewed that multiple episodes of non-sustained far field r wave oversensing were observed, resulting from oversensing of the t wave after ventricular sensed beats. Programming changes were performed. Further information was requested however, was not provided.